Event description:
It was reported that the pt rec'd a cls brevius hip stem on (B)(6) 2013, right side and experienced superficial infection with swelling, wound redness and pain 3 weeks post operative. The pt was treated with lavage and the event is solved.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review as the pt has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).